Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a repeat patient sample and reported to the physician. The positive result was questioned by the physician and the sample was retested. The positive result was discordant when compared to the initial negative result and subsequent negative results. The patient sample was repeated on another advia centaur cp and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and checked and cleaned the luminometer, checked and verified acid and base dispenser, removed and cleaned the incubator ring, and performed dark counts. The advia centaur's quality control results were within range and the instrument performed within specifications. The cause for the one discordant positive result compared with the negative results is unknown. No conclusion can be drawn.